Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 5 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode gate stub with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for gate stub with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® edta 2k had a molding defect sharp protrusions before use. The following information was provided by the initial reporter: the customer noticed "a protrusion on the bottom of tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® edta 2k had a molding defect sharp protrusions before use. The following information was provided by the initial reporter: the customer noticed "a protrusion on the bottom of tube."